Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, appropriate pacing thresholds and pacing impedance values were observed, however, after the cardiac resynchronization therapy defibrillator (crt-d) was connected, no capture was observed. Testing the leads through the analyzer showed no anomalies and it was noted the device was implanted with no issues. The crt-d remains in use. No patient complications have been reported as a result of this event.